Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stressing with power on/off cycling with battery only, ac only, and with battery and ac power connected without duplicating the customer's report. An internal inspection found no discrepancies. The power related accessories were not returned for evaluation. The monitor board was replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.